Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure, the laser fiber was damaged. The fiber was fired using excessive tension near the working channel of the endoscope. The physician developed a burn when holding the damaged piece. The burned area was cooled, and the procedure was completed with another fiber. No additional information was reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure, the laser fiber was damaged when it was fired using excessive tension on the fiber near the working channel of the endoscope. The physician felt a burn when holding the damaged part. The burned area was cooled, and the procedure was completed with another fiber. No additional information was reported.